Event description:
It was reported that pump experienced malfunction while pump was being updated and also would not enter storage mode. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received information on how to reset pump. The customer reverted to an alternate method of insulin therapy.